Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient had developed an infection at the implant site. The physician prescribed a medication and believed that the infection was not device related. The patient was doing well. No further information will be provided to bsn.